Event description:
It was reported that t:slim x2 pump battery did not charge, and pump eventually shut down and could not be turned back on despite attempts with different charging cables, wall adapters, and a confirmed working outlet. There was no adverse impact to the customer's blood glucose level. Customer was instructed on proper usb insertion, advised to allow pump battery to fully deplete before return, planned to use multiple daily injections as backup insulin therapy, and was shipped replacement pump with guidance to reprogram settings, reconnect continuous glucose monitor, select appropriate setup option, and return nonworking pump using prepaid label.